Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet remained in bg run mode after a failed dexcom g6 continuous glucose monitoring (cgm) sensor connection. The user had received ¿sensor expired¿ and ¿replace sensor¿ alerts the previous night but had not replaced the sensor. The agent walked the user through the sensor replacement process and confirmed the new sensor was in warm-up. The user was advised to contact dexcom for a replacement, as the prior sensor failed the same day it started. The highest blood glucose (bg) recorded was 296 mg/dl. Bg was corrected after connecting the new sensor. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.